Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 with multiple restarts and that a subsequent replacement ilet was difficult to set up due to inability to lock the cartridge connector and tubing, leading to prolonged hyperglycemia and use of backup insulin. Symptoms include nausea. Outcomes included elevated blood glucose up to 349 mg/dl and need for alternative therapy, without medical intervention. Investigation included review of device history and user reports, verification of alerts in device logs, and assessment of use-related issues during cartridge installation and pairing with cgm. Investigation of this device revealed an unresolved alarm/restart malfunction and a use difficulty with the insulin cartridge connection that prevented insulin delivery. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.